Event description:
This is report 2 of 6 for the same event. It was reported that during the "reaming of the cranium with a drill for the suspension of dura mater" that the cutter device "melted in bone during drilling". The type of surgical procedure was not reported. The reporter stated that a motor device, two attachment devices, a craniotome device, and a compact speed reducer were also associated with the same procedure. The report stated that "the broken part was recovered, after effort without apparent tearing of the dura mater." There were "no parts in the patient." There were no delays to surgery. The report stated that the "product occurrence not relevant to the health of patient." All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device fracture was confirmed; however the device did not melt as reported. A visual and dimensional assessment was performed which determined that the device was subjected to excessive force and extreme heat as the metal was discolored. Also, it was determined that insufficient irrigation appeared to have caused the metal discoloration. The device met all measurable specifications. It was determined that the device was not designed for use with the s-1510td burr device. The device is only designed for use with a-crn and a-crn-s burr devices. The s-1510td device does not have side cutting capability, which is what caused the burr to fracture. The assignable root cause was determined to be due to off label use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.